Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was doing well post procedure.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ was confirmed. Review of the device image indicates the battery voltage remained above elective replacement level throughout the implant period, however there¿s an increase of the current drain that resulted to a sudden drop in battery voltage. The high battery current could not be reproduced after resetting the power which is consistent with hardware latch-up condition. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.